Event description:
It was reported that while the external pulse generator (epg) was connected to the patient, ventricular oversensing was found. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4): without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4): no anomalies were found.. The patient cable was tested and was confirmed to have a conductor fracture.